Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78 that has a similar product distributed in the us, list number 6c21. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a false positive result was generated on a sample tested with the architect stat b-hcg assay on the architect i2000sr analyzer. The sample generated an initial result of 75.24 miu/ml. The sample was recentrifuged and retested and generated a result of 74.84 miu/ml. The sample tested negative with two other methodologies. Controls have remained within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.